Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was repositioned with x-rays of control where the orthotracheal tube looks high, it was fixed with pneumotaponator dysfunctional. It was noted that the device deflated easily, it was checked repeatedly, tested but deflation persisted compromising the mechanical ventilation and oxygenation of the patient. Tube was replaced and was re-fixed at 24cm where it did not return to deflate the ball.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.